Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify motion sensor test failure alarm due to blank display. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with corroded battery tube.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm and insulin pump continued to turn off and on. Customer also reported that insulin pump was beeping. Customer reported that insulin pump was accidentally dropped in the toilet. Customer's blood glucose was 412 mg/dl. Customer was advised that insulin pump would need to be replaced.